Manufacturer narrative:
H10: the lot number was provided, therefore a lot history review was performed. The sample was returned along with photo and video was provided. Therefore, the investigation is confirmed for the reported shaft fracture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code for the fluency plus endovascular stent graft products are identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10080 fluency plus vascular stent graft allegedly experienced shaft break, difficult to remove, and fracture. This information was received from one source. This malfunction involved one patient with no consequences. The 66 year old weighing 45 kgs gender was not provided.

Manufacturer narrative:
The sample was returned along with photo and video was provided. The company is still investigating the issue at this time. The device was labeled for single use. The catalog number has not been cleared in the u.s. But, it is similar to the fluency plus endovascular stent graft products that are cleared in the us.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl10080 fluency plus vascular stent graft allegedly experienced shaft break. This information was received from one source. This malfunction involved one patient with no consequences. The (B)(6) year old weighing (B)(6) kgs gender was not provided.